Event description:
It was reported by service report that an employee got shocked while pushing zoom a stretcher. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Static shocked.